Event description:
A pharmacist reported that a pt who was using novofine 30g 8 mm disposable needles for diabetes mellitus (type and duration unknown), experienced a disposable needle break off in their skin. The needle had to be surgically removed. The outcome of the event is unknown.